Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to remove medications from the patient bin and patient own med. The customer attempted to resolve the issue on-site and was able to unload and reload the medications; however, multiple options appeared, and when "patient bin a" was selected, the nurse was unable to proceed with that option the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient bin configuration issue caused incorrect bin selection behavior during medication loading. The technical support specialist verified configuration steps and guided proper return bin setup to resolve the issue. The system functioned as intended after technical support specialist configured the correction.